Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts on the pump after meal announcements, resulting in reduced insulin delivery, and that the alerts persisted because the user dismissed them and did not replace the infusion set until advised to do so. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education, with resolution after supply change. Investigation included review of user-reported history and in-call troubleshooting. Investigation of this case revealed an infusion set occlusion associated with the contact detach set that resolved following replacement, indicating supply-related occlusion rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of consumables leading to occlusion, resolved by infusion set change.